Event description:
Reporter alleged blood glucose measured 316 mg/dl at 12:20 pm, 144 mg/dl at 12:21 pm, and 94 mg/dl at 12:22 pm. Customer stated not having any high glucose symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.